Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was the hp forgot to put the minicap on their transfer set between exchanges. The hp was treated with injection amikacin (once daily (od), ip, dose not reported) and injection fortum (1g, od, ip). It was not reported if the hp was recovered yet..

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.